Manufacturer narrative:
A review of the manufacturing record for this batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. As the device was not returned, a technical analysis could not be performed. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting treatment procedure, there was balloon withdrawal resistance. The target lesion was located in the de novo, moderately calcified, mildly tortuous, proximal circumflex and measured 3.3x14mm with 85% stenosis. The lesion was treated with pre-dilation, placement of a 3.5x16mm taxus liberte drug-eluting stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance was reported with the 3.5x16mm taxus liberte drug-eluting stent. The patient was discharged one day post procedure on asa and plavix.